Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent dislodgement occurred. The target lesion was located in the marginal branch of the anterior descending artery. The lesion was predilated and the 2.5x16mm promus element stent was advanced however was unable to cross the lesion. Upon removal it was noted that the stent was not mounted on the balloon and had dislodged in the ¿ipsilon¿ valve. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
A visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The tip of the device was damaged (jagged edges). The stent was stretched and damaged along its length. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked 670mm distal to the strain relief. Several smaller kinks were noted along the length of the hypotube. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent dislodgement occurred. The target lesion was located in the marginal branch of the anterior descending artery. The lesion was predialted and the 2.5x16mm promus element stent was advanced however was unable to cross the lesion. Upon removal it was noted that the stent was not mounted on the balloon and had dislodged in the ¿ipsilon¿ valve. No patient complications were reported and the patient status is stable.